Event description:
The customer reported that during a da vinci si prostatectomy procedure the maryland bipolar forceps instrument was determined as having internal wires coming out at the tip. There was no report of fragments falling into the patient and not patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported internal wires are coming out. However, for clarification, the nonconformance was a broken grip cable found at the clamping pulley upon housing removal. Clamping pulley showed signs of excessive residue residing around the grip cable. Evidence not conclusive, but broken cable may have been a result of improper cleaning. Instrument has 3 uses remaining. Additional observation not reported by customer was a dislodged conductor wire . A segment of the conductor wire has become dislodged from the conductor cap and is exposed on the outside of the yaw pulley. Wire insulation is not damaged and electrical continuity passes. Further observation was the main tube's surface was no longer smooth, showing signs of wear. Evidence not conclusive,